Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2025-18984), was submitted on 14-jan-2026. Upon completion of the investigation, the manufacturing date was updated as 29-mar-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search - a query was run in the eqms on 08-apr-2026 against "lot number 6012540 and similar malfunction codes: occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) occlusion in the tubing and/or tubing connectors- blockage. Tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The review confirmed that lot 6012540 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search - a query was run in the eqms on 08-apr-2026 against "lot number" criteria equal 6012540 and similar malfunction codes occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) occlusion in the tubing and/or tubing connectors- blockage. Tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The count of complaint is 2. The complaint number is (B)(4). Device history record (DHR) review: the lot 6012540 was manufactured according to the work instruction (wi) version 121 and manufactured in the line 03 on 29/mar/2025 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5c04282 was manufactured according to the wi version 67 and manufactured in the machine spot 1, on 29/mar/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 5c04372 was manufactured according to the wi version 67 and manufactured in the machine sc01, on 30/mar/2025, with a total of (B)(4) units. In the test 6 damaged sleeve, extended sampling plan acceptable. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor findings. They were managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6012540 and related malfunction codes. Two complaints were identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient faced occlusion issue event on (B)(6) 2025. The blockage was in the tubing. No further information is available.